Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing leaking trocars. Patient and procedure outcome are unknown. The customer has declined consent to follow-up.

Manufacturer narrative:
Seven opened 23 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected and sample 3 was found to be conforming. Samples 1, 2, 4, and 7 were found to be non-conforming with damage to the septum and samples 5 and 6 were found non-conforming for a septum that is not closed completely (overlapping). Samples 5 and 6 had no damage to the septum observed. Sample 3, 5, and 6 were then functionally tested for leak test and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Samples 3, 5, and 6 were found to be functionally conforming. However, the exact root cause for this complaint is unknown; the damaged condition of the valves on samples 1, 2, 4, and 7 could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).